Event description:
The sales representative received a broken twist drill from the hosp. No add'l info was provided.

Manufacturer narrative:
Summary evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this event would be related to user technique.